Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: sheath introducer by terumo (type unknown), an aguru (boston scientific), a 4fr angiographic guiding catheter by unknown manufacturer, a prowler select plus (str-angled, lot unknown), a y-connector by goodman (type unknown), and a dcs syringe ii (lot unknown).

Event description:
It was reported by the hospital contact that although the complaint orbit galaxy (640cf0412/17220639) was successfully delivered into the target lesion site, the embolic coil did not loop as the physician wished. Thus, the physician decided to withdraw the galaxy, but the coil introducer was damaged and it could not be re-sheathed. The coil introducer got stuck when about a half of the delivery tube was re-sheathed. Thus, the embolic coil and distal half of the tube could not be re-sheathed into the introducer. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complained devices will be returned for analysis. No further information is available. The procedure was the coil embolization of the infant patient's mapca. The patient was a (B)(6) year-old male, whose vessels were moderately torturous but not calcified. A sheath introducer by terumo (type unknown), an aguru (boston scientific), a 4fr angiographic guiding catheter by unknown manufacturer, a prowler select plus (str-angled, lot unknown), a y-connector by goodman (type unknown), and a dcs syringe ii (lot unknown) were used for this procedure. There were no damages noted on the coil after use.

Manufacturer narrative:
Review of DHR for lot 17220639 concluded the following: no issues were noted that were considered potentially related to the reported complaint. The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. Return date: the correct return date is 10-nov-2015.

Manufacturer narrative:
It was reported by the hospital contact that although the complaint orbit galaxy ((B)(4)) was successfully delivered into the target lesion site, the embolic coil did not loop as the physician wished. Thus, the physician decided to withdraw the galaxy, but the coil introducer was damaged and it could not be re-sheathed. The coil introducer got stuck when about a half of the delivery tube was re-sheathed. Thus, the embolic coil and distal half of the tube could not be re-sheathed into the introducer. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complained devices will be returned for analysis. No further information is available. The procedure was the coil embolization of the infant patient¿s mapca. The patient was a (B)(6) male, whose vessels were moderately torturous but not calcified. A sheath introducer by terumo (type unknown), an aguru (boston scientific), a 4fr angiographic guiding catheter by unknown manufacturer, a prowler select plus (str-angled, lot unknown), a y-connector by goodman (type unknown), and a dcs syringe ii (lot unknown) were used for this procedure. There were no damages noted on the coil after use. A non-sterile orbit galaxy tdl cmplx fill coil 4x12 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found partially zipped without damage. Part of the support coil was found outside of the introducer from the proximal end; the rest of it, the gripper and the embolic coil were found inside of the introducer. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper just residues of dry blood can be observed on it while the embolic coil was found stretched. The introducer was found partially zipping and it cannot be re-zipping due to part of the support coil was found outside of the introducer from the proximal end. A review of the manufacturing documentation associated with this lot 17220639 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil - positioning difficulty¿ could not be evaluated; however the failure experienced by the customer appears was due to the stretched condition found on the embolic coil, the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. The failure reported by the customer as ¿coil introducer ¿ zipping difficulty re-zipping¿ could no be evaluated due to part of the support coil was found outside of the introducer from the proximal end. The failure reported by the customer as ¿coil introducer - damaged-in patient¿ was not confirmed. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have this failure. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time.